Event description:
Customer service informed of this complaint. Internal "blood leak" with visible blood reported in the dialysate. The patient circuit of blood was discarded due to the leak, estimated blood loss 240 cc. There were not reported adverse effects to the patient and no medical intervention was required. MDR filed due to reported blood loss. Further patient information was requested on 1/7/99 from healthcare professional for MDR. Actual sample is available and disinfection/decontamination instructions given for shipping. 1/11/99 third request for information. Will consider no further information is available.